Event description:
It was reported that the customer called and stated that the AED is not powering on properly and she recently purchased a new battery. The AED failed the bit and is emitting a triple chirp.